Manufacturer narrative:
Device has been returned to the manufacturer for evaluation. Evaluation concluded that the joint dismantling can be attributed to an over-stressing of the joint due to the applications of large reduction loads on the rod. The total disassembly can be attributed to later post-op loadings applied on the weakened connection.

Event description:
It was reported that post-op x-rays revealed that a screw head was detached from the threaded part. The patient underwent a revision surgery in 2007, to remove and replace the screw. No patient complications were reported.